Manufacturer narrative:
Continuation of d10: product ID: envpro-14; product lot/serial number (B)(6); product type: heart valve; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, into a previous implanted non-medt ronic 21 mm surgical aortic valve (sav), no pre-balloon aortic valvuloplasty (bav) was performed. The valve was recaptured once due to high position. The valve was released on the second deployment and appeared under expanded with residual gradient of 40 millimeters of mercury (mmhg). A post implant dilation was performed with a 22 mm balloon (true). The valve frame dislodged out above the non-coronary cusp (ncc) leaving an unusual appearance on the greater curve on the ncc side with a bulge in the valve frame above the commissure post and into the non-coronary and right coronary sinus. Mild paravalvular leak (pvl) was reported with improved gradient of 15 mmhg. Per the physician, it is unknown if there was a defect in the stent frame or if the stent frame became trapped between the commissure posts which were relatively fixed and dilated abnormally into the base between them. No treatment was performed. No adverse patient effects were reported. Additional information was received that during the valve implant, a 26 millimeter (mm) valve was utilized as the physician intentionally oversized the valve to potentially crack the previously implanted sav in order to increase the effective orifice area (eoa) and reduce patient prosthesis mismatch. Following the post implant balloon dilatation, the sav did not fracture and the valve was visibly constrained at the inflow. Post implant computed tomography (CT) appeared to show a frame fracture of the valve. Approximately 3 years and following the valve implant, the patient was symptomatic with aortic regurgitation (ar) and after reviewing computed tomography (CT), it was decided to implant a 23mm evolutfx+ valve. The 23mm valve was implanted in a high position relative to the sav but well opposed in the existing 26mm valve. The 23 mm valve was post dilated with a 20 mm balloon. The gradient was zero and no pvl was observed.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. The patient had a previously implanted surgical aortic valve, reportedly a 21mm edwards magna. Fluoroscopic valve load inspection was performed and confirmed a good load. It was reported that one recapture was made due to shallow depth. Valve depth prior to final release appeared to be adequate, approximately 3mm below the frame of the surgical valve; however, there is evidence of a possible infold. An infold is an inward fold or crease in the valve frame identified as a dark line under fluoroscopic inspection. If an infold occurs and the patient's conditions allows, recapture and remove the entire systems. In this case, the possible infold is very subtle which probably made it difficult to identify; therefore, the valve was released. A post implant dilatation was performed during which the valve appeared to move upwards and became deformed. It was reported that the 26mm evolut was oversized and intentionally chosen for the procedure with an intention to ¿crack¿ the previously implanted surgical valve. Of note, this technique is considered off-label. CT imaging provided, dated (B)(6) 2021 and video clips provided scrolling through 3mensio imaging. Patient has an evolut implanted inside an edwards magna surgical aortic valve. The evolut appears to have a frame deformation with a bulge and possible fracture seen at approximately the 4th and 5th node. Implant depth is shallow on the ncc side at approximately 1.0 mm. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that the aortic regurgitation observed three years following the valve implant was mo derate-severe central aortic regurgitation.

Manufacturer narrative:
Updated: b2, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.